Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (rv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable before, during, and after.